Manufacturer narrative:
The smart card and photos were returned by the customer for analysis. Review of the smart card data confirmed the reported alarm #57: return pump (#3) error. Review of the photographs confirmed the reported blood leak. The leak appears to be near the right side of the return filter housing within the pump tubing organizer (pto); however, the review of the photos was unable to confirm the exact location or root cause of the leak. However, a corrective action has already been initiated to further investigate the cellex filter welding process. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d132 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #57: return pump (#3) error and pto leak. No trends were detected for these complaint categories. Service order, srv-012019, feedback: service was dispatched and the service technician found the return pump motor head rollers were very stiff. The service technician replaced the pump head and then calibrated the new pump head. The service technician successfully performed the full system checkout procedure which included the pumps. This assessment is based on information available at the time of the investigation. The analysis of the photos and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported an alarm #57: return pump (#3) error after 434ml of whole blood processed. Despite repeatedly following the corrective actions mentioned in the operator's manual, the alarm could not be reset. The customer then noticed a small leak from below the pto. The treatment was aborted without any blood being returned to the patient. The customer stated that the patient was in good condition and was stable. A cbc will determine the need for a blood transfusion. The customer requested service for the occurring alarm. Service order, srv-012019, was generated. A therakos clinical services specialist called the customer back in order to obtain the results of the patient's cbc. The cbc showed that the patient's hb and hct had decreased and the patient was currently receiving a prbc transfusion at the time of the call. The customer stated that the patient was still in stable condition. The smart card and pictures were submitted for investigation.